Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: the device seemed to work properly during the case. One week post-operatively on (B)(6) 2010, the patient was presented with symptoms of a bile duct leak. The patient was transported to another hospital where a re-operation occurred on (B)(6) 2010. The clips were found to no longer be attached to the common bile duct. Patient is now home and recovering.